Manufacturer narrative:
A ge representative evaluated the system and replaced parts and repaired the system. System operates as intended.

Event description:
The customer reported poor image quality - blurry images. No patient injury was reported.